Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical inc. (Isi) received the iesu for failure analysis investigation. The unit was analyzed and reported "error c-34," which was confirmed through logs, showing a significant number of c-34 errors logged. Additional errors, such as 1-8a and a pattern of c-06/m-18/m-11, were also noted. The failure analysis inspection was able to confirm and replicate the reported event, with the unit presenting c-34/c-00 errors on startup.

Event description:
It was reported that during a da vinci-assisted rectopexy surgical procedure, user informed the technical support engineer (tse) that the user was experiencing an error c-34, and the monopolar function was not working. The user brought in a covidien esu generator to continue the procedure. No known impact or patient consequence was reported.